Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right anterior descending coronary artery that was heavily tortuous, heavily calcified and 95% stenosed. Pre-dilatation was performed with a 2.5x6, 2.75x6, and 3.5x6 mm balloons. The xience prime 4.0 x 8 mm stent was deployed and post-implant, a distal edge dissection was observed. Another xience prime stent was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.